Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing causing overpacing which led to ventricular fibrillation was reported. Abbott technical support (ts) was contacted and found intermittent undersensing possibly due to inappropriate device programming for the patient. Ts was unable to determine if undersensing was appropriate or not and recommended reprogramming to resolve the event. The patient underwent cardiopulmonary resuscitation (CPR) and the device was reprogrammed. The patient is now stable.